Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm for failure analysis investigation, however, the investigation is still in progress. Once the investigation has been completed and/or if additional information is received, a follow up MDR will be submitted. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with repeated recoverable faults. The intuitive surgical inc. (Isi) technical support engineer reviewed the logs and found error code 23013 on the left master tool manipulator (mtm). The site was able to recover and continue with the procedure, however, the fault returned and the surgeon completed the da vinci-assisted surgical procedure with the use of another surgeon side console (ssc). There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left mtm to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm associated with this complaint and completed its investigation. Failure analysis was able to reproduce the reported failure during checksensors. The following parts will be replaced as a fix: axis 7 motor, rjp pca, rjs pca. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.